Manufacturer narrative:
(B)(4). Customer returned pump for an alleged cosmetic damage at the end cap found on (B)(6) 2021. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was opened to perform visual inspection and found the j6 and j7 power connector points broken off on the pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked reservoir tube lip, cracked keypad overlay, detached end cap, partially broken retainer, pillowing keypad overlay, serial number label missing, retainer knit line damage, and corroded battery tube. Cosmetic damage was confirmed at the end cap. Blank display was also confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had cracked on bottom of battery compartment. No medical intervention was reported. The insulin pump will be returned for analysis.